Event description:
Pt complained of bleeding from bandage. Nurse immediately checked him and found the introducer had come apart. The clear side port fell off. The pt required IV bolus of fluid but did not sustain a permanent injury.